Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl, 250mg/dl.the customer¿s current blood glucose level was 390 mg/dl. The customer was treated with pump. The customer had the sensor had problems with it. The customer was advised we could replace xmtr do to customer dissatisfaction and not trusting the xmtr. The insulin pump will not be returned for analysis.